Event description:
It was reported that their were air bubbles in the tubing. Customer changed infusion set to resolve the issue. Reportedly, there was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.